Manufacturer narrative:
On (B)(6) 2016, the r&d project manager performed a visual inspection of the retrieved item and commented as follows: we can notice that breakage occurs on the teeth: in particular the external surface of right tooth is scratched (probably the reamer strike the blade during acetabular preparation) with a small piece that is detached, while the internal surface of the left tooth is weakened (probably due to traction force applied during different surgeries, the different layers of the materials has been unstuck). It seems that the instrument has been used following the surgical technique but we cannot be certain about this.

Manufacturer narrative:
On 16.nov.2015 we received the confirmation that no critical delays were observed and the piece broken was immediately found. On 19.nov.2015 it was further reported as follows: the surgeon and the nurse noticed cracked blade during the surgery, but they continued to use cracked blade. They were able to retrieve chipped piece easily during the surgery. That is, there were no additional troubles and they did not need a back-up instrument. Batch review performed on 15 december 2015: lot 1312929: (B)(4) items manufactured and released on 23 oct 2013. No anomalies found related to the problem. No similar event registered on this lot up to now. Preliminary analysis made on 16 dec 2015 by r&d project manager, based on the pictures received: looking at the photos attached we can note the breakage of one of the external tooth and we can conclude what written below: it seems that the instrument has been used following the surgical technique but we cannot be certain about this. As soon as the piece will be available for visual inspection we will add more assumption about possible root cause. Shipped back, but not received yet.

Event description:
When the surgeon tried to remove the blade from the patient, the nurse noticed that the blade was cracked and the blade tip was fractured. The surgeon was able to retrieve chipped piece. No patient was injured.